Event description:
Customer reported that charging port of current t:slim x2 was warped and loose, causing difficulty in charging. There was no reported impact to the customer's blood glucose level. Customer declined a follow-up from technical support and is in process of obtaining a renewal pump.